Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the imaging system would not complete start up. To resolve the reported issue, the representative replaced the imaging system computer. The imaging system then passed the system checkout and was found to be fully functional. The suspect imaging system computer has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was unable to fully start up. The pendant would display "system booting please wait" and would not progress past the prompt. No additional information was provided. There was no patient present when this issue was identified.